Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior of the catheter. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 1.5cm from the rear seal measuring 0.02cm in length. The reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) linear 40cc was inserted into patient on (B)(6) 2017.the first alarm generated was 'iab leak detected' after which a second alarm was generated 'blood leak detected occur' and then the console stopped pumping. The rn noted blood in the extension tubing. The iab was removed and the patient was supported by inotropes as reinsertion of the iab was a contraindication for the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) linear 40cc was inserted into patient on (B)(6) 2017. The first alarm generated was 'iab leak detected' after which a second alarm was generated 'blood leak detected occur' and then the console stopped pumping. The rn noted blood in the extension tubing. The iab was removed and the patient was supported by inotropes as reinsertion of the iab was a contraindication for the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) linear 40cc was inserted into patient on (B)(6) 2017. The first alarm generated was 'iab leak detected' after which a second alarm was generated 'blood leak detected occur' and then the console stopped pumping. The rn noted blood in the extension tubing. The iab was removed and the patient was supported by inotropes as reinsertion of the iab was a contraindication for the patient.